Event description:
It was reported that while blood was being collected it began to clot. This occurred approximately 30 minutes after the start of the collection. The collection stopped due to the clotted blood. A back-up device was retrieved. Approximately 400cc of blood was discarded and pre-donated blood was used.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.